Manufacturer narrative:
Model #, catalog # and serial number: unknown, not provided. Expiration date and unique identifier (UDI#): unknown as the serial number was not provided. The lens was implanted and therefore unknown if explanted. The serial number was not provided attempts have been made to obtain missing information; however, to date, no response has been received all pertinent information available to abbott medical optics has been submitted..

Event description:
It was reported that confetti-like residue was noticed on the surface of an intraocular lens (iol) during surgery. No further information was provided.